Manufacturer narrative:
The missing lot number information was requested from the complainant.the complainant indicated the information was not availableexemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability. Another implant was not placed in the site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 4, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability. Another implant was not placed in the site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)